Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran chem wash and found no contamination. The cse replaced heterogenous module (hm) probes and pump cassettes. The cse noticed that the mixers originally passed evaluation but failed during qc runs. The cse tried to clean the mixers, which failed. During multiple service visits, the cse replaced hm mixers and performed calibration, which passed. The customer ran wash cycles and patient samples successfully. The cse ran a sample absorbance (sabs) test and reagent fluidics service method testing (r1bs). The cse ran precision testing on two patient samples, which failed. The cse rebuilt the reagent probe 1 (r1) pump panel and hm. The cse reran r1bs and found it was still not precise. The cse checked ultrasonics and found the sample transducer was not in specifications. The customer decided to not have the sample transducer replaced, as the instrument was being replaced with a new instrument. The cause of discordant, falsely elevated ctni value is unknown. No further evaluation of the device is required.

Event description:
The operator of a dimension rxl max with hm instrument contacted the siemens customer care center (ccc) and stated that discordant, falsely elevated cardiac troponin (ctni) results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension xpand instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.